Event description:
It was reported that while in the cardiac intensive care unit, the md inserted the sheath via the right femoral artery. When the intra-aortic balloon (iab) was connected to the pump, the volume was 2.5cc. The "connecting tube was substituted and the iab was used." The pump used was the iap-0500i.

Manufacturer narrative:
Sample will not be returned for evaluation.